Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer delivered 18.0 units of fast-acting insulin around 6:00 p.m. Based on carbohydrate intake. The customer experienced hypoglycemic symptoms of weakness, sweating, and blurry vision at 10:07 p.m. She was unable to test or treat herself. Her son did a measurement and received a result of 7.8 mmol/l, and he gave her tea with sugar. She began to feel better 5-10 minutes later. Her husband took another measurement at 10:17 p.m. And received a result of 1.6 mmol/l. The alleged product was requested for evaluation.